Event description:
The pt underwent cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Deployment was not successful and the cardiologist attempted to back the needles down to their original position. Back-down was not successful. The guide core broke on attempting backdown. The pt was taken for surgical removal of the device. Surgery was successful and the pt did fine. It was found that one needle had deflected outside the barrel on deployment.